Event description:
It was reported that the atrial lead exhibited loss of capture, high impedance intermittent sensing and noise. X-ray revealed that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
.